Manufacturer narrative:
The initial medical device report was submitted 2938836-2014-12832. Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the device reached eri prematurely. The device was explanted and replaced. The patient condition was good before and after the event.